Manufacturer narrative:
The device evaluation showed the following: the device was returned with the delivery catheter broken at the trailing olive. The polyimide guidewire lumen had pulled out of the trailing olive bond. The leading end of the device was stuck inside the returned cook introducer sheath. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the broken leading end of the catheter could not be determined with the currently available information. (B)(4).

Event description:
On (B)(6) 2016, a patient was having an open vascular procedure when it was noticed that there was a pseudo aneurysm in the patient's right hypogastric artery. The physician opted to treat the pseudo aneurysm with endovascularly. The physician used a 12 fr. Cook ansel sheath to implant a plc16100 into the patient's right hypogastric artery. The sheath was 45cm long, which the physician determined was too long to deploy the device in the desired location. While attempting to remove the sheath along with the device the catheter broke at the polyimide and the trailing olive. Both the sheath and the plc16100 were removed. The cook sheath and the plc16100 will be returned to gore for further evaluation.